Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx laa closure device was being implanted. Two recaptures of the closure device were performed with three total deployment attempts. During the tug test of the closure device, a string-like thrombus approximately 4.7mm in size was detected between the core wire of the watchman flx delivery system and the closure device. At the time the thrombus was noticed, the activated clotting time (act) was 231 seconds. Release criteria of the closure device was met. As the physician determined that attempted recapture of the closure device to potentially recover the thrombus may pose a risk of dislodging the thrombus, the closure device was released as is in the laa. The thrombus adhered to the closure device, thus, a microcatheter was inserted into the watchman access sheath, and aspiration was attempted. However, the thrombus could not be recaptured. To prevent any other dislodgement risk, the closure device was left in its current state in the laa, and follow-up observation with direct oral anticoagulants (doac) was initiated. No patient complications were noted following the procedure.